Event description:
It was reported, that there was a lead safety switch (lss), due to high out-of-range pace impedance of greater than 3000 ohms on the right ventricular lead. Technical services (ts) was contacted for a review of the data. And ts confirmed, the out-of-range impedance measurement and noted, a signal artifact monitor (sam) episode. There were also anti-tachycardia pacing (atp) episodes, due to atrial arrhythmia with rapid ventricular response. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).